Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called in with a defibrillation issue. There was no reported patient involvement.

Event description:
The customer called in for a quotation on spare parts. There was no reported patient involvement.